Manufacturer narrative:
The complaint device was not returned by the customer; therefore, no product analysis could be performed. It was reported there was a perforation outside of the subcutaneous space where the tunneling tool was intended for use.

Event description:
Boston scientific received information that one day after the implant of an subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient presented with a pneumothorax. It is unknown if it was caused by the s-ICD implant procedure or was related to another surgery the patient had previously. A chest tube was placed and therapy was turned off on the s-ICD system until after the patient had recovered and the chest tube removed. The physician did not have any allegations against the s-ICD system. No additional adverse patient effects were reported. The electrode remains implanted.